Event description:
This was a newborn with a large diaphragmatic hernia, who was placed on extracorporal membrane oxygenation - ECMO-. Immediately after ECMO was begun, she developed diffuse petechial lesions which progressed to purpura and hypertension, then dic. She continued to deteriorate and died from hemorrhage secondary to dic. Heparin coated carmeda tubing was used during ECMO and this report is being filed retrospectively after the heparin recall and the 04/08/08 FDA letter to manufacturers asking them to consider withdrawal of heparin coated devices. Diagnosis or reason for use: oxygenation.